Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of powerglide complications was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 18ga powerglide midline catheter. The sample was received with an inlaid needle. The needle was detached from the housing assembly. The needle bracket was returned detached from the needle. Microscopic inspection of the needle orifice in the needle bracket revealed the presence of adhesive residue. The adhesive at the orifice appeared deformed. Excess adhesive was observed outside of one of the adhesive application holes in the bracket. Adhesive residue was observed on the needle shaft, near the proximal end. Microscopic inspection of the needle shaft revealed scoring marks along the flash port notch. The safety mechanism was deployed over the needle tip successfully and without difficulty. The excess adhesive outside the application site suggested that poor adhesive deposition during device manufacture caused or contributed to the observed detachment of the needle from the bracket. That detachment appeared to have caused the reported safety difficulty, as the safety mechanism was subsequently successfully activated during device evaluation. A lot history review (lhr) of reax1056 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the bard sales representative that the safety mechanism did not engage on the powerglide device, after placement of the catheter. No patient injury reported.